Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 4.5 x 4.9 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as proximal aorta was 25-28 mm in diameter and 4-5 cm in length. Right iliac artery was 15-12-14-11 mm in diameter with mild calcification. The left iliac artery was 11-10-11 mm in diameter with mild calcification. The right femoral artery was 6-7 mm in diameter and the left femoral arteries was 6-7 mm in diameter. It was reported that an endurant bifurcated stent graft was successfully implanted. The physician had cannulated the contralateral gate. It was noted that the stent graft implanted was the incorrect size device that was implanted. The physician inadvertently deployed a second bifurcated stent graft instead of the contralateral iliac limb. The physician elected to implant the endurant iliac limb inside of the short bifurcated stent graft. The case was completed and the angiogram showed good flow with no endoleak. No clinical sequelae were reported and the patient is fine. The review of a single returned still angiogram image showed that the long bifurcate was implanted up the right side, and an additional shorter bifurcate was implanted up the left side. Both bifurcates were placed at the same level just below the renal artery. An endurant limb extension was placed distal to the short bifurcated stent graft on the left side. No obvious stent graft issues were observed.

Manufacturer narrative:
(B)(4). Methods: (film). Results: incorrect technique/procedure (inadvertently implanted a bifurcated stent graft instead of the iliac extension stent graft). Conclusion: operational context contributed to event (inadvertently implanted a bifurcated stent graft instead of the iliac extension stent graft).